Event description:
(B)(4). Initial and additional information received from a consumer on 24-jun-2009: a female of unspecified age received one injection of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] under her eyes, four months ago ((B)(6) 2009) for a cosmetic indication (dose unknown) and reported experiencing a line coming down under her eyes that looks worse than before she used poly-l-lactic acid. She said it was like a visible nodule and felt like a piece had moved down further from the site where the poly-l-lactic acid was injected. She stated that the physician did not tell her to massage the area but that the physician treated the area with a laser type therapy two months ago. She said that the area diminished some but now the physician wants to use a steroid injection. The consumer did not want to report any further information. Medical history included an existing line coming down under her eyes. Concomitant medication was not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.